Manufacturer narrative:
This right ventricular (rv) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of perforation. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as the tip and helix of the lead were intact and appeared undamaged. Resistance testing determined the lead was electrically continuous.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's tissue and was explanted to solve the issue. The patient complained of feeling unwell while moving boxes. A fluoroscopy was performed and the perforation was confirmed. The rv lead was removed and replaced prior to pocket closure and was never in service. No additional adverse patient effects were reported.